Manufacturer narrative:
Device evaluated by MFR: the promus element mr ous 2.50x20mm stent delivery system (sds) 18909442-074 was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured using snap gauge and the result was within maxcrimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.